Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery (rcfa) using the pre-close technique prior to an interventional procedure. Reportedly, the physician couldn't find the cuff and the threads were loose [suture retrieval issue]. This occurred with two proglide devices in a row. Use of proglide devices was abandoned in the initial puncture site and the sutures of two new proglide devices were successfully pre-placed at a separate access site in the rcfa. The sheath was upsized to a large bore sheath and the interventional procedure was completed. Hemostasis was achieved with manual compression at the initial access site and with the proglide sutures at the second access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.